Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. No a17 alarm was noted during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test and displacement test. No excessive no delivery alarm noted. All operating current was normal. No unexpected low battery. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm, signal too low alarm, low battery alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.